Event description:
The customer reported, the cine images were black and could not be seen when trying to review or bring it up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer and additional parts were replaced. Also, the software was reformatted. The system was then found to be working as intended.